Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens (iol) implant procedure, the patient experienced decreased vision and eye optic had a splotchy anterior surface haze looked like subsurface nano glistening, it is throughout most of the anterior surface of the optic. Additional information has been requested.